Event description:
It was reported the patient experienced increased spasticity and an infection in the pocket. The patient presented to the emergency room on (B)(6) 2015 with a fever, decreased oral (po) intake, and swelling at the pocket site. The pump pocket was aspirated for fluid which was greenish and purulent in nature. A culture was taken from the device pocket and cerebrospinal fluid (csf). The type of organism cultured was positive for staph infection which was currently being treated with antibiotics in the hospital. The patient does not have meningitis. The physician decided to explant the pump and catheter on (B)(6) 2015. The device was discarded. Per physician office report, antibiotics were given at time of surgery. The patient is on oral baclofen 40 mg three times/day, periactin 4mg every 4 hours, and valium 2mg every 8 hours as needed for spasticity symptoms. The patient was stable and remains hospitalized as of (B)(6) 2015 and was afebrile. Patient status at time of this report was alive; no injury. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a spinal surgery with a post-operative (B)(6) infection. Perioperative antibiotics were administered. The patient did have meningitis. It was unknown to the reporter when the patient's last refill was. Treatments instituted for the infection included intravenous (IV) and oral antibiotics, a total device system explant, and incision and drainage of the previous pocket. The patient experienced high and difficult to control spasticity. Prior to the device implantation, the patient had a risk factor of a debilitated status. It was noted that the patient had a history of staph infections. The patient also had a cerebrospinal fluid (csf) leak post-operatively, which was difficult to control. At the time of this report, the patient outcome was ongoing.